Event description:
It was reported to medtronic that the customer experienced no communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zw. Troubleshooting was performed and customer is reporting loss of communication. No harm requiring medical intervention was reported. It was unknown whether the customer will continue use of the device. No product return is required for mmt-7841zw.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.